Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose was 257mg/dl.